Event description:
It was reported that the pump displayed error code 41541 during pre-test. There were no patient involvement and harm. This high-priority error code occurred during pretest; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.